Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness,pain in upper nasal area,sneezing,dripping,nasal issue. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical. Ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, pain in upper nasal area, sneezing, dripping, nasal issue. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit is scrapped. Date returned to mfg and date received by mfg are updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.